Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery pca pins were faulty and needed to be replaced. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the battery pca pins were faulty and needed to be replaced. There was no reported patient involvement/adverse patient impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 2 and j2 pin 2 were found bent and permanently compressed.